Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) and a fault message appeared to not implant this device. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) and a fault message appeared to not implant this device. The device was returned analysis. No adverse patient effects were reported.